Event description:
It was reported that left ventricular (lv) lead was dislodged. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture due to it being dislodged. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture due to it being dislodged. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.